Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/13/2024, it was reported by a distributor via (B)(4) that qty. 3 of an ar-3636 knotless 1.8 fibertak soft anchor, gen2, with #2 suture, qty. 5 would not stay implanted following use. The case was completed with another ar-3636. This was discovered during a case. Additional information received on 3/21/2024: this was discovered during a superior capsular reconstruction procedure on (B)(6) 2024. The procedure was delayed between thirty minutes to one hour. It is unknown if additional anesthesia was needed.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misaligned insertion; or prying/leveraging the device during use.